Event description:
The inclose mesh was implanted in 2006 following a discectomy procedure, for treatment of symptoms related to a re-herniated intervertebral disc at l4/l5. The surgeon had previously performed a percutaneous discectomy on the same level and side about one month prior. The patient approached a new surgeon in 2008 reporting persistent pain. Mr images indicated a protrusion at l4/l5. Exploratory surgery performed at about a month later revealed that the device was outside the anulus fibrosus. Scar tissue had encapsulated the mesh and after careful removal, the surgeon identified a dural tear that required repair. After repair of the dural tear, the procedure was completed without complication.

Manufacturer narrative:
The device was not returned for evaluation.